Event description:
A pt (B)(6), was enrolled in (B)(6) study for stress urinary incontinence. The pt was injected with 2.5 ml on (B)(6) 2012. The pt reported a urinary tract infection on (B)(6) 2012 which was confirmed by urinalysis. The pt was treated with cipro 500 mg bid on (B)(6) 2012. The infection resolved on (B)(6) 2012. The physician assessed the event as moderate in severity and definitely not device related.

Event description:
The patient was enrolled in the coaptite injectable implant study for stress urinary incontinence. On (B)(6) 2012 the patient had urge incontinence diagnosed by urodynamics. On (B)(6) 2012 the patient was prescribed enablex 15mg qd. An interstim device was implanted on (B)(6) 2012. The physician assessed the event as moderate and definitely not device related. On (B)(6) 2013 the patient was injected with 4.0ml of coaptite lot numbers not provided. On (B)(6) 2013 a bladder ultrasound was performed indicating that the patient had urinary retention. On (B)(6) 2013 a straight catheterization was performed. The event was ongoing at the time of patient withdrawal on (B)(6) 2015. The physician assessed the event as moderate and definitely not device related.

Manufacturer narrative:
(B)(4). At the time of this report the pt's urinary tract infection had resolved. A review of the device history records indicates the reported lot #1027725 met all specs prior to release. No deviations were noted.